Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant since when it was implanted it was exhibiting a non-supportive pacing. When the physician retrieved the lead it was noticed that the screw was bent. The physician elected to use a new right ventricular (rv) lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant since when it was implanted it was exhibiting a non-supportive pacing. When the physician retrieved the lead it was noticed that the screw was bent. The physician elected to use a new right ventricular (rv) lead. A new lead was successfully implanted. No additional adverse patient effects were reported.